Event description:
Per the clinic, the patient was not hearing any auditory percepts with device use, and the issue could not be resolved. The device was explanted (B)(6), 2012. There are no plans to reimplant the patient with a new device.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).